Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. IFU states "care must be taken to achieve the appropriate contour with as few bends as possible. Repeated bending of titanium increases the risk of fracture." Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the doctor was bending the plate to conform to the sternum and the plate broke. The surgery was delay about 30 minutes